Event description:
Customer stated, "laying on it in the recliner and fell asleep and it got really hot, little red on back". Customer did not seek out any medical attention. However, the customer further stated that "pad was not shutting off and customer had been using the pad for over 2 months." IFU states "do not use while sleeping". The product was returned for investigation. An investigation was done to look into the customers complaint. The customer was misusing the pad. The investigator observed that the pad was bunched, had bent leads, and had bent thermostats, this is observed when the pad is folded/ laid on during use. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". Furthermore, the customer admitted to laying on the pad. The pad was tested multiple times by qc and it was functioning normally. There was no evidence of the product overheating or that the product was failing to turn itself off. The customer did not seek out medical attention.